Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097379. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient stated they had an allergic skin reaction that she indicated was due to the change in the sensor patch adhesive, with a rash, blisters, loss of skin and scarring. There was no report of medical intervention. This is being reported based on the allegation of scarring with many months having passed since the date of the reaction (indicating permanent tissue damage). No additional patient or event information is available.